Event description:
It was reported the patient was experienced as he described a "burning sensation" at his ipg pocket site when pressure was applied. The patient stated it had started approximately a week prior to the event date and was as he described "excruciating". He feels the most pain when he pushes on his ipg. Follow-up pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.